Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the energy select knob is not working correctly. There was no report of patient involvement.